Manufacturer narrative:
The hill-rom technical support found hex opening that the brake pedal fits into is most likely the problem. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the nurse call was not working. The bed was located at the account. There was no patient/user injury reported. (B)(4).